Manufacturer narrative:
The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The instructions for use (IFU) contraindicates the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, the vessel characteristics were not available. However, per report, the esheath and delivery system were unable to be advanced further into the vessel due to the calcification on this area. It appears that it was not possible to remove the delivery system through the sheath due to the angle of the delivery system. There was no allegation or indication that the event was related to a manufacturing non-conformance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure, there were difficulties advancing the delivery system and sheath into the patient and a surgical cutdown was performed to remove the delivery system. This was an emergent case prepped by the facility, the patient screening information is not available. The access vessel was pre-dilated. When they tried to insert the esheath into the vessel, the device got to the common iliac artery, but was unable to be advanced into the descending aorta. It did not make it beyond the iliac bifurcation. It was decided to go on with the procedure. The delivery system was advanced out of the esheath but it was not possible to get it to the descending aorta due to the calcification on the iliac bifurcation. They tried to remove the devices, but they were unable to bring the delivery system back into the esheath. The esheath was pulled out of the patient and a surgical cutdown was done to remove the delivery system. They ballooned the calcified spot in the iliac artery bifurcation. Then a new delivery system/sheath and valve were able to be advanced without issues. The patient remained in stable condition throughout the procedure.